Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited loss of capture, high impedance and high threshold. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.